Event description:
The lpn (licensed practical nurse) administered the influenza vaccine to a patient and activated the safety needle afterwards. The lpn put the needle down to place a band-aid on the patient. When the lpn picked up the needle to place it in the sharps container, the needle poked the nurse's finger. On investigation the nurse reported the following: was the needle saved or placed in the sharps container after injury? It was not saved; it was placed in the sharps container. Did the needle shield appear to be fully activated on inspection after the needlestick? She said it did not fully shield needle, she hit safety and thought she heard the click, put it down and documented something and then picked it back up to dispose and that is when she stuck herself. Was the needle exposed on inspection after the needlestick? Yes, needle tip was exposed. Was there an audible and tactile click when the safety device was activated? Yes.